Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 810:03. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 810:03 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4). The user interface module master software version for this device is 6.13.92, categorized as remediated.